Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection with the implantable pulse generator (ipg) protruding from the pocket. Cultures were taken and antibiotics were administered to the patient. The ipg system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.